Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on 27dec2023: after the reported product was punctured, the user inserted a sheath wire. Afterwards, the user found the catheter tip was missing when removed the catheter with the wire remained. Thus, the user determined the broken piece of catheter should exist on the wire. It was unknown if the procedure was relevant to the reported issue. The user could not insert the reported product into the artery during the first attempt, therefore, he/she removed the inner needle and checked if there was a blood back flow. As it was not confirmed, the user inserted the inner needle again to puncture the artery. During the reinsertion, the user did not sense the resistance. As aforementioned, the user noticed the broken catheter when removed the catheter. The user slightly sensed much resistance than usual when the catheter was removed.

Manufacturer narrative:
D4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: UDI is not required for this product code d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) actual sample was returned for investigation. The catheter was confirmed to be broken at approximately 3.4mm away from the catheter root. The broken piece was also returned, and it measured 20.5mm in length. Upon microscopically checking the fracture surface, it was confirmed to be flat and slightly oval shape that suggests the possibility that the tube has been cut by a sharp-edge tool, such as scissors. The concerned product is constantly produced by fully automated process that includes the assembly of inner needle and catheter, fitting connection of those, cap, and protector attachment, labeling of individual packaging through to boxing process. After received the report, entire manufacture facility was thoroughly checked. As a result, no area was confirmed where sharp-edged tool may contact to the product. Since no lot information was provided, we have traced back and reviewed the manufacture inspection records for past 6 months. As a result, no anomalies were noted. If tensile or bending force was applied to the concerned product, the catheter tube will be elongated first, and not easily broken, due to the nature of the reported catheter. Upon closely checking the returned sample, no trace of being elongated was observed. On the other hand, the characteristics of fractured surface of the sample indicates that the catheter tube have been cut by sharp-edge tool. However, no anomalies were observed in our entire manufacture process. As no anomalies were observed in our entire manufacture process and our-manufacture inspection records, we were not able to identify the specific root cause of the reported issue. Terumo medical products (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.

Event description:
The user facility reported a broke catheter. A cag (coronary angiogram) was performed through the distal radial approach from the distal radial artery. The user punctured twice. One puncture was a difficult insert due to a stiff blood vessel. No resistance was sensed; therefore, the user did not feel as if the catheter had broken. The user tried removal by a cutdown; however, it was unsuccessful. It was retrieved by inserting a destination (6 fr 90 cm) from the femoral, using a snare. The event occurred intra-operative.